Event description:
Patient reported "cancer in my family", "have breast implants with the natrelle allergan that has been recalled", "this worries me also because I had a brain tumor." Later patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.